Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider has replaced the joystick and now the chair intermittently stops.